Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they were unable to insert the endoscope into the vasoview hemopro 2 after the dissection phase of evh to begin the ligation phase. The dissection tip was removed prior to attempting to insert the endoscope into the vasoview cannula. A second kit was opened to complete the procedure without any additional problems. No patient injury was reported.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/28/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. A reference endoscope was inserted into the cannula. The reference endoscope would not advance into the cannula because resistance was felt. The harvesting device was also inserted into the cannula. The harvesting device would not advance all the way into the cannula due to resistance. The harvesting device was then inserted into the cannula, however resistance was noted, and the harvesting device was not able to be inserted all the way. Based on the returned condition of the device, the reported failure "fitting problem-endoscope" was confirmed as well as the analyzed failure "fitting problem-tool". The lot #25162432 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.